Event description:
I have used bausch and lomb products for years. I used renu contact lens cleaner from early 2004 until 08/01/05. I woke up with pain in my right eye, it was very red. I was treated for several weeks for a bad eye infection and almost lost my sight. I have a scar on my right eye which effects my vision. I have had 2 surgeries on my right eye and now wear glasses.